Manufacturer narrative:
Date sent: 10/02/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the plastic tip of marker sheared off into pt. The tip was not located and is assumed in the breast tissue. No add'l procedure is scheduled at this time.